Event description:
False positive toxoplasma igg results were obtained on an immulite 2000 system for one (1) pt sample. The pt initially had a negative toxoplasma igg result and the following month the same pt tested positive. The sample was repeated several times and results were reproducible with 2 different lots of the same reagent. The same sample was tested on two other instruments which gave negative results. The negative results were reported to the physician. There was no report of pt intervention or adverse health consequences due to the discordant toxoplasma igg results.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. Analysis of the immulite 2000 system indicate that there are no known system causes which may have contributed to the discordant positive toxoplasma igg results. The system is performing within specifications. No further eval of the device is required.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2010-00170 on (B)(6) 2010. Updated (B)(4) 2012: it was found that a lot of bovine serum albumin (bsa) was the cause of the false positive immulite systems toxoplasma quantitative igg results, however siemens has investigated the issue and has determined that the frequency of the false positive patient results reported are within the IFU specificity claims of (B)(4) for the immulite systems toxoplasma quantitative igg assay.